Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had to turn dbs off for an EKG and at the hospital they had a heart attack on (B)(6) and they had an angioplasty and they have to go through another one yet and turn the dbs off for that surgery. Patient said when they turned their therapy back on after they were back in the hospital room, the therapy level was too high although they had not changed the number. Patient had to dial it down several points because they couldn't speak properly with it where it was. Pt said after they turned it down, it immediately fixed their speech but since it was always set for their right hand, they wanted to know if they could increase it again nearer to where they were before the surgery. Reviewed some general therapy adjustment information and redirected to report their experiences to their dbs doctor for further consideration.